Event description:
Stent was originally placed on 6/25/92. Unfortunately, the pt left the state and was subsequently lost to follow-up until 9/95. The stent was found to have fractured into four fragments. The fragment in the bladder was removed. The other three fragments remain in the pt as of this date.